Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdr device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the jejunum during an endoscopic ultrasound (eus)- guided gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent was successfully deployed; however, after stent placement, holes were noted on the stent cover. The physician decided to leave the stent implanted and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was implanted transgastric to the jejunum for a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the jejunum for a gastrojejunostomy procedure. A photo of the device was provided showing holes on the stent cover.